Event description:
It was reported that there were white particles floating in the small volume intermate. The particulate matter was identified after the device was compounded with ceftazidime, during the storage of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Lot 15a008 was manufactured between january 9, 2015 and january 12, 2015. Visual inspection was performed and white, floating particulate was observed in the device. No cause was able to be determined with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.